Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the left ventricular lead exhibited high threshold. The lead was not used and replaced with a new lead. The patient was in a stable condition.